Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient developed a rash, redness, bumps, pimples, and bruising under the sensor patch. The patient had itching and burning sensation in the area. Prior to sensor insertion the area was prepped with alcohol. The patient consulted a dermatologist who prescribed a prescription topical steroid cream (clobetasol propionate 0.05%, three-four times daily for two weeks) and oral antihistamine medications (levocitirizine 5 mg tablets, once daily in the evening for 30 days and desloratadine 5 mg, once daily in the morning for 30 days). At the time of the report, the skin reaction was healed. Tno data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.